Event description:
During a hemorrhoidectomy procedure, the area bled when removed the product after firing. Amount of the bleeding was unknown. The device stapled but did not cut. The procedure was completed by additional suture. After the device was fired, the product was checked and most of the staples stayed in the housing. There were no adverse consequences to the patient.